Event description:
It was reported that the 9800 system was losing saved images. The 9800 system was also mixing up patient info. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and software reinstalled during the service call. The system was tested and found to be working as intended and put back into service.